Manufacturer narrative:
Unit received with constant spi to motor pic communication error alarm followed by unexpected off no power alarm, problem isolated to the mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low reservoir alarm due to spi to motor pic communication error alarm. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received an error alarm. The customer reported unknown blood glucose value at the time of call. The customer reported that the alarm did not occur during the rewind and prime process. Troubleshooting was performed. The customer was advised to return the insulin pump. The insulin pump will be returned for analysis.